Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of occlusion, pain and tissue damage and the treatment of surgical procedure (surgical exposure) are listed in the perclose proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using the pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. At the end of the evar the sheath was removed over the wire and the arteriotomy was closed successfully. Post procedure the patient complained of back pain and underwent a computed tomography (CT) scan to eliminate the possibility of a retroperitoneal bleed. The CT scan confirmed that the right external artery had occluded below the graft limb on the right side. The patient was taken to surgery and it was found that the proglide suture had captured the right side posterior wall of the common femoral artery. The suture was released, the vessel was repaired and the patient is now in stable condition. No additional information was provided.